Event description:
It was reported that the tip of the micropituitary was broken when the surgeon removed disc material. No patient complications were reported.

Manufacturer narrative:
The device was returned to medtronic for evaluation. Visual examination confirmed the static jaw is broken at the pin location on both sides. This type of breakage may occur if excessive force is applied to the handle. A review of the device history records found no documentation to indicate a non-conformance to specification.